Event description:
It was reported that the trigger did not release the jaws. It was not reported whether the device was on patient tissue at the time. Additional information was requested, but no additional information was available.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation it was found that the handle was able to lock the jaw and latch and unlatch it, but when the main handle was in the locked position, the blade trigger was unable to operate freely and would get stuck, and the blade would remain extended. It would then release after a few times of attempting to release the handle. The device was electrically tested and did not pass the internal insulation test.